Event description:
It was reported that the bronchovideoscope displayed error e315 (communication and transmission problem). The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. There was no e315 error code present during testing. However, fluid invasion was noted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that fluid invasion may have damaged the internal electrical components- causing the reported error code to display. Olympus will continue to monitor the field performance of this device.